Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The reported phenomenon occurred due to faulty board. The cause of the failure of the board could not be identified, because the actual device was not returned to the factory. However, it could have been attributed to aging deterioration, since 6 years and 6 months have passed since manufacturing.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6). Olympus (B)(6) checked the subject device and found that the subject device turned off automatically after few minutes due to the failure of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use of the laparoscopy, the subject device switched off by itself few seconds after turning on. The user turned on the subject device again, however the subject device switched off by itself few seconds after turning on. There was no report of patient injury associated with the event.